Event description:
A (B)(6) female pt contacted zoll customer support to report a service code 204 (belt/monitor unusable). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, pin 6 in the trunk cable connector was bent. The root cause of the bent pin was excessive force when connecting the electrode belt trunk cable connector to the monitor. No adverse event resulted from the damaged belt connector. The pt received a replacement electrode belt.